Event description:
It was reported that the customer had physical damage to the reservoir compartment of the insulin pump. Customer stated that the rubber ring was coming off and appeared to be eaten up. Customer's blood glucose level was 167 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube, a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.